Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6) 2005 a monarc sling was implanted. It was reported that the pt experienced pain. It was also reported that, as a result of the implanted mesh the pt has suffered emotional and mental distress, and has sustained permanent injury.